Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref. MFR. Report: 1627487-2014-02113. It was reported the pt stopped using and charging her scs ipg several years ago. The pt is in the process of having her entire scs system removed because the pt never did receive effective stimulation therapy from her system. Surgical intervention is planned for a later date.